Manufacturer narrative:
Exemption number e2015058. (B)(4). The history log for this device showed that the pad-pak was first installed successfully by the user on the (B)(6) 2011 and that it had performed to specification up to the (B)(6) 2017. On the (B)(6) 2017 the device failed the weekly auto self-test due to a low battery. An additional low battery was recorded on the (B)(6) 2017 alongside a log entry of nonsensical data. Later on the (B)(6) 2017, information from the history log shows an increase in voltage and the device was power cycled twice passing a self-test. On the (B)(6) 2017 the device failed the weekly auto self-test due to a low battery. An additional log entry of nonsensical data was recorded on the (B)(6) 2017. No further logs entries were recorded. The device was disassembled to investigate. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.